Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause for the reported event could not be determined. However, based on the results of the investigation, it is believed that the reported event was likely caused by a failure of the lock mechanism on the video connector. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 18oct2021 noting that this event occurred prior to a therapeutic procedure. Reportedly, the procedure was completed normally without any further action. The patient's overall outcome was good.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The device was not presenting an image and displaying a b30 error code due to a faulty video connector. Additionally, the light guide connector block was worn out. The software as well as the led cables were outdated. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
An olympus sales representative reported that the olympus video system center was not providing an image and displaying an error code during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.